Event description:
Caller reported a false positive troponin (tni) result using the triage cardio profiler. Based on the second sample that was run in the lab, and that all other markers were normal, the patient was discharged.

Manufacturer narrative:
Investigation pending.